Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A2-a4 additional information) additional patient information provided. B5) additional information provided. D10/h3 additional information) software files were received. Analysis was not completed at the time of filing. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: 9733467, version 2.3. H6 additional information) fdm 4118, fdr 3233, fdc 11 are applicable to the returned software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported that this was a software anomaly. The system had no other issues and other patients could be merged and the blend button would work. The issue was isolated to the sole patient exam, and other merges with multiple exams worked as expected.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. The software lost functionality. The representative confirmed the software was disabled in the navigation screen for the patient from the case. The representative attempted the workaround of removing the MRI, rebooting the computer, and merging in the navigate screen. When they went to the navigate screen to attempt to merge, both exams were there but the buttons were still grayed out. They then performed a reinstall of the software and attempted to merge the patient in question again with the same result. They opened a previous patient exam that had been merged and the buttons were active and it was possible to move into the navigate screen and select a single exam, but the original patient still would not do that. The software reinstall did not resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. It was reported that intra-operatively, the patient exams were merged and the patient was registered, and in the navigation page the blend button was grayed out. The merge was invalidated and re-merged. Then they left the software and when they went back into the software, it worked as intended. However, later in the case they tried to switch from the magnetic resonance imaging (MRI) scan to the computed tomography (CT) and were not able to. The buttons appeared to be active but when they were clicked on, the software did not respond. The procedure was finished with just the MRI scan and the navigation system. There was no reported impact to patient outcome and no reported surgical delay.